Event description:
It was reported to boston scientific corp in early 2009 that a hydratome rx was used during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, during the procedure, the hydratome bowed to the right at 1:00. The physician noted bleeding at the orifice of the papilla, unk amount. The bleeding was controlled with cautery and epinephrine. It was not confirmed that bowing contributed to the bleeding, only that it was possible and that the bowing of the hydratome was more of the physician's concern. The procedure was completed with another hydratome rx and the pt was reported as being "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.